Event description:
It was reported that the user experienced bluetooth connectivity issues between the ilet and a dexcom continuous glucose monitor (cgm), with intermittent communication loss to the ilet attributed to use of the dexcom g6 cgm setting instead of the intended dexcom g7; the issue was resolved by switching the ilet cgm setting to g7 and entering the pairing code, and the implicated device components included the wireless communication path, specifically the antenna. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related issue.